Event description:
It was reported that system diagnostic testing after a generator replacement for a vns patient resulted in high impedance (dcdc 4), indicating that the impedance was slightly higher than expected. A review of programming history revealed that the patient had intermittent high impedance results (fluctuating between dcdc 7 and dcdc 2) when the original generator was implanted. The results of the system diagnostic test indicate that the system is still intact, but the impedance (resistance) is slightly higher than expected. The generator and lead remain implanted to date and there are no current plans for surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Patient identifier, corrected data, initial report incorrectly reported the patient identifier. Age and date of birth, corrected data, initial report inadvertently omitted the patient¿s age and date of birth at the time of the event. Date of event, corrected data, initial report inadvertently reported the incorrect date of event.

Event description:
During a programming history review high impedance was observed to occur for a period of time. High impedance was found to occur from (B)(6) 2010 and was last seen on (B)(6) 2011. The impedance fell to a normal value by (B)(6) 2011. No additional or relevant information has been received to date.